Manufacturer narrative:
(B)(6) 2015 06:31 pm (gmt-4:00) added by (B)(6) ((B)(4)): a lot history record review was completed for lots 25118473, 25117616 and 25117409 the last three lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history which would be considered related to the reported event. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during preparation for an endoscopic vein harvesting procedure for an emergency case on a (B)(6) patient that was suspected to be overdosing on drugs as well as some other problems, the patient's chest was opened and surgeon lifted the heart like he always does to determine whether or not he was going to perform the procedure off-pump or on-pump. When the surgeon did this, the patient arrested and it was determined through tee that there was air in the ivc so the suspicion was that it was a co2 embolus. The surgeon and anesthesiologist quickly revived the patient with heart massage per the pa. The hospital stated there were no problems with device and everything was working properly and that there were no holes in the vein. After patient stabilization the evh procedure was completed with no problems using the vasoview hemopro 2 device.